Event description:
It was reported that, "my rep brought to my attention that the screw has the wrong description on it. The screw has 6.5x50 printed on it. But the actual screw is 6.5x45."

Manufacturer narrative:
Add'l info has been requested, and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.